Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that beginning on (B)(6) 2017 their stimulation/therapy shut off because the ins was discharged and they have to charge too often. Their ins battery usually lasts 2 weeks but now after only one week they were seeing the ¿charge neurostimulator battery now¿ warning message. The patient noted that they increased their stimulation on sunday so it was reviewed how programmed parameters affect the recharging interval. The patient did not have their recharger with them at the time of the report because they thought their ins would last 2 weeks. It was recommended that the patient charge their ins when they get home and monitor how long the charge lasts. If they still have concerns they should follow up with their healthcare professional (hcp). The patient noted that they go between states so a hcp listing was sent for their other location. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.